Event description:
The customer reported via phone call that she had 6 no delivery alarms on the insulin pump. Customer had been trying to change the set and stated that it goes through rewind and keeps giving a no delivery alarm during fill tubing. Customer was advised to assemble a new infusion set with the current reservoir. Customer stated that the insulin did not exit the tubing. Customer was advised to replace the reservoir and infusion set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.